Manufacturer narrative:
A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 31735001, accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 31066802, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1 ; lot# mhmrmp, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mhn5h2, v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mhma9l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is experiencing bilateral pain and bursitis on the right hip.

Manufacturer narrative:
Corrected data: weight. Device information, manufacturer, device manufacture date additional information: date of birth. An event regarding pain involving an accolade stem was reported. The medical review could not confirm pain however trochanter bursitis was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the reported device remains implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: on (B)(6) 2009 a primary right total hip arthroplasty was performed for a diagnosis of right coxarthrosis. She was next seen on (B)(6) 2010 where it was noted, "doing quite well except for bilateral bursitis ... Tender ... Range of motion with no pain."[...] She was next seen on (B)(6) 2011 where it was noted she was one-year status-post right total hip, doing well, with no complaints. Physical examination revealed bursal tenderness, left greater than right, and x­ray of the bilateral hips revealed good position and "no evidence loosening ... Patient not interested in injection or physical therapy". A note of (B)(6) 2013 states, "bilateral lateral pain from time to time ... Difficult to sleep on either side ... X-ray bilaterally good position ... No loosening of hips noted. Spinal hardware is noted. Assessment: bilateral trochanteric bursitis, some deconditioning lower extremities; may be related to recurrent spinal stenosis. Patient declined treatment; relevant x-ray printouts reviewed include a series dated (B)(6) 2009, which is an ap of the pelvis, lateral of the right hip and lateral of the left hip, demonstrating bilateral osteoarthritis of the hips. On (B)(6) 2009 an ap of the pelvis and lateral of the right hip demonstrate the stem to be subsided approximately 5-millimeters. The hip is reduced and there are no changes in the acetabulum. X-ray dated (B)(6) 2010 is an ap of the right hip, unchanged. The moderately elevated plasma cobalt and normal chromium levels on (B)(6) 2015 are not diagnostic of pathology in a patient with two total hip arthroplasties and spinal instrumentation more than five years in situ. The nonspecific MRI changes could relate to the multiple steroid injections, or possibly poly particle disease, but are not significant enough to cause changes on serial x-rays as recently as (B)(6) 2016 and are primarily described related to trochanteric symptoms with no pain or limitation of range of motion until the (B)(6) 2015 office visit and discussion of the MRI report. There is no documentation of revision surgery being performed and the x-rays of (B)(6) 2016 include an ap of the pelvis and a lateral of the right hip only, suggesting the left may have not been symptomatic. There is no evidence this clinical picture of left greater than right trochanteric bursitis was related to factors of faulty component design, manufacturing or materials. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: the medical review confirmed trochanter bursitis. The dictation concluded: the moderately elevated plasma cobalt and normal chromium levels on (B)(6) 2015 are not diagnostic of pathology in a patient with two total hip arthroplasties and spinal instrumentation more than five years in situ. The nonspecific MRI changes could relate to the multiple steroid injections, or possibly poly particle disease, but are not significant enough to cause changes on serial x-rays as recently as (B)(6) 2016 and are primarily described related to trochanteric symptoms with no pain or limitation of range of motion until the (B)(6) 2015 office visit and discussion of the MRI report. There is no documentation of revision surgery being performed and the x-rays of (B)(6) 2016 include an ap of the pelvis and a lateral of the right hip only, suggesting the left may have not been symptomatic. There is no evidence this clinical picture of left greater than right trochanteric bursitis was related to factors of faulty component design, manufacturing or materials. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Further information such as return of the device, and histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient is experiencing bilateral pain and bursitis on the right hip. Update: per clinician review, the patient presented with trochanter bursitis which is on the femoral side.